Event description:
The clinician reports the implant was inserted 2023 (b)(6) in ADA 11. On 2026 (b)(6), fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: Mobility, Bleeding and Inflammation. No further patient complications were reported.